Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with an unknown octaray catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that during a left-sided atrial flutter case, a pericardial effusion (pe) was noticed in the patient. The anesthesiologist had noticed that the patient became hypotensive. The pericardial effusion was confirmed via intracardiac echocardiography (ice). Medical intervention provided to the patient was a pericardiocentesis, and about 800cc of fluid was removed from pericardial space. The patient was in stable condition at the time of the call. The physician did not make any comments regarding what they believed had caused the pericardial effusion. The lot number of the octaray was unknown as the packaging was thrown away before the end of the case so lot number is not available. The adverse event was discovered during use of biosense webster products. At the end of the case, patient status was improved. Post procedure information on the patient is not available. Generator information was a smartablate generator, sn: (B)(4). Brk needle (lot number: 8218393, ref: g407212) was used for the transseptal puncture performed. Prior to noting the pe or CT, ablation was not performed. There was no evidence of steam pop. The event occurred during the transseptal phase. No irrigated catheter was in the body at the time. Additional information was received on (B)(6) 2023. Details were provided regarding the procedure. It was reported that ¿anesthesia notified the physician¿ that the patient had become hypotensive. When the physician checked with ice, a pericardial effusion was visualized. A pericardiocentesis was performed to stabilize the patient. Procedure was not successfully completed. There were no problems noted with the device during its use in the sentinel surgical procedure.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: this report for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) ; (2) MFR # 2029046-2023-00431 for product code unknown (octaray mapping catheter).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 60000053 number, and no internal action related to the complaint was found during the review. Based on the mre, the d 4. Expiration date and h 4. Device manufacture date have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).